Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:computed tomography's crucial role in averting a life-threatening complication of lead extraction. Heart rhythm. 2013; 10(2):308-309. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy lead replacement. The article reports that an alarm was triggered for the patient's right ventricular (rv) lead. The lead exhibited increased short v-v intervals and low impedance. Computerized tomography angiography was used to assess the lead location prior to replacement. It was noted that the lead had likely caused chronic erosion through the anterior wall of the superior vena cava (svc). The lead remained in the patient and an additional lead was added. The current status of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.